Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor 2/6/2018, electrode belt 7/25/2013.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 while wearing the lifevest. It was reported that the patient was at home with his wife present at the time of passing. It was reported that the patient's wife initiated CPR. Per the review of the patient's continuous ECG recordings, the patient was in bradycardia at 50 bpm with bigeminy degrading to vt at 290 bpm degrading to fine vf with low amplitude cardiac signal, motion artifact, and complete electrode falloff on fb channels. The patient was in vt/vf for approximately 18 minutes, however motion artifact, low amplitude cardiac signal, and complete electrode falloff on fb channels (fb electrodes were not in proper contact with the skin) prevented the lifevest from treating the patient from 01:44:54 to 02:02:59. The rhythm then slowed to an idioventricular rhythm at 60 bpm slowing to an idioventricular rhythm at 40 bpm degrading to asystole with CPR and motion artifact until the electrode belt was disconnected at 07:06:52. There is no indication of any device malfunction that caused or contributed to the patient's passing, the patient's equipment was returned and was found to be fully functional.